Manufacturer narrative:
(B)(4): results of investigation: there was no sample available for evaluation. However, an attempt to duplicate the failure reported with tubing (B)(4) to compare the suction force with the water trap 5275p according to the pull test results did not show a significant variance between the assemblies using both tubing. Therefore, the complaint was not confirmed. The device history record for the lot reported was evaluated for any issues related with this complaint. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. The lot number reported by customer was reviewed and no anomalies were found. Our manufacturing process was reviewed and no problems were found related with the issue reported. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).

Event description:
The customer reported that "when using the 5276p with the 0p1775 circuit and a heated humidifier, after time and the circuit has heated up, the water trap will disconnect from the circuit." They state that the connection is slick and loose.